Event description:
On (B)(6) 2011, the lay-user/patient contacted animas via email and reported that he has had a couple of incidents with blood glucose (bg) levels over "600" mg/dl. The patient indicated that he did not think the pump was working properly. No additional information was provided by the patient. Multiple attempts to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not working properly and he developed elevated bg levels suggestive of severe hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.